Event description:
It was reported a patient experienced a break in aseptic technique while performing peritoneal dialysis (pd) therapy, which caused peritonitis. The patient was not hospitalized for the event. The patient was treated for peritonitis with unknown antibiotics. The patient was recovering from peritonitis. The patient had not yet been retrained on proper aseptic technique, but will on next visit to the pd clinic. No additional information is available.

Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. If additional relevant information becomes available, a follow up report will be submitted.